Event description:
On (B)(6) 2025, a patient underwent a stent graft procedure for the femoral artery in order to cover a dissection in the vessel. However, during deployment, the physician encountered resistance inside the vessel, preventing the proximal portion of the stent from fully opening. This led to an obstruction of arterial blood flow. The physician attempted further interventions, including the use of a pta balloon, which revealed an unidentified ring-like object interfering with the stent expansion. The ring was eventually secured using a snare and successfully removed. There was no patient reported injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a stent delivery system was returned for evaluation. The stent graft was completely deployed and missing upon sample receipt. The tip of the distal end of the outer sheath including the radiopaque marker of the delivery system was broken off. No indications for a manufacturing related cause were found. The reported difficulties to gain access to the target lesion of the patient without an introducer sheath could not be verified. As no x-ray images were provided for evaluation, the reported issue that the broken tip of the outer sheath blocked the stent graft from getting expanded could not be verified. It was reported there was unsuccessful attempt to gain access to the target site without an introducer sheath. It is considered a reasonable possibility that the tip of the delivery got damaged during the attempt and caused or contributed to the break of the tip of the delivery system during deployment of the stent graft. A difficult patient anatomy or a challenging placement site may be other contributing factors. During evaluation of the delivery system returned no indication for a manufacturing related cause could be found. Based on evaluation of the sample, breakage of the distal tip of the outer sheath is confirmed. The reported difficulties to gain access to the target lesion of the patient without an introducer sheath could not be verified. As no x-ray images were provided for evaluation, the reported issue that the broken tip of the outer sheath blocked the stent graft from getting expanded could not be verified. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling applicable for this product was reviewed. Regarding gaining access to the treatment site the instruction for use states: via the femoral route, insert a 0.035 inch (0.89 mm) super stiff guidewire of appropriate length under fluoroscopic guidance through the appropriate introducer sheath and cross the lesion. The packaging pictogram indicates use of 10f introducer sheath. Regarding problems during introduction of the delivery system the instruction for use states: if unusual resistance is met during delivery system introduction, the delivery system should be withdrawn and another delivery system should be used. G2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft procedure for the femoral artery in order to cover a dissection in the vessel. However, during deployment, the physician encountered resistance inside the vessel, preventing the proximal portion of the stent from fully opening. This led to an obstruction of arterial blood flow. The physician attempted further interventions, including the use of a pta balloon, which revealed an unidentified ring-like object interfering with the stent expansion. The ring was eventually secured using a snare and successfully removed. There was no patient reported injury.